Manufacturer narrative:
The endowrist vessel sealer instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the jaws of the endowrist vessel sealer instrument locked while holding the patient's omentum tissue. Although, no patient harm, adverse outcome or injury was reported it is unknown what caused the instrument jaws to not open.

Event description:
It was reported that during a da vinci-assisted esophagectomy procedure, the endowrist vessel sealer instrument installed on patient side manipulator (psm) arm 4 was not responding. The vessel sealer instrument was clamped on omentum tissue. The customer stated they could not manually open the instrument's jaws and did not try to do additional troubleshooting. The customer decided to cut the tissue around the instrument to remove it prior to calling intuitive surgical technical support. The customer installed another endowrist vessel sealer instrument to complete the procedure. There were no report of patient harm, adverse outcome or injury. On (B)(4) 2017, intuitive surgical inc., (isi) obtained the following additional information from the isi clinical sales representative (csr) who was present during the surgical procedure: the csr indicated that the endowrist vessel sealer instrument jaws were locked while holding omentum tissue. The surgical staff attempted to open the jaws by pressing the thumb wheel but they were unsuccessful. They used a da vinci monopolar curved scissors instrument to cut around the omentum tissue to remove the endowrist vessel sealer instrument. They used another endowrist vessel sealer instrument to complete the procedure. There was no report of patient harm, adverse outcome or injury. No medical intervention was required. The omentum tissue was planned to be removed as part of the esophagectomy procedure.